Manufacturer narrative:
The service evaluation identified the adhesive of the forceps cover glue was peeled off. Additionally, the bending section cover glue was cracked. The elevator channel inlet is loose. The pink colored cover of the probe unit is loose. The asset was last service in march 2022, no problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The asset/loaner evis exera ii ultrasound gastrovideoscope was returned to the service center for evaluation. There was no reported defect or malfunction associated with the asset scope. However, upon inspecting and testing, the service evaluation identified the adhesive of the forceps cover glue was peeled off. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.